Event description:
Litigation papers allege patient suffered conscious pain and suffering, physical injury, bodily impairment, excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient suffered conscious pain and suffering, physical injury, bodily impairment, excessive levels of chromium and cobalt. Doi: (B)(6) 2008 - dor: none reported (left hip). Patient is a resident of (B)(6). Update 05/09/2012 - plaintiff's preliminary disclosure received identifying part and lot numbers, which were added to the complaint. Update 2 may 2014 - der rec'd - updated hospital / surgeon / revision date / additional product information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/24/2014 - medical records received. Patient revised to address metallosis and metal stained fluid. The information received does not change the MDR decision. This complaint was updated on: 8/19/2014.